Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the compact air drive device motor was seized, jammed, heavily moving and blocked, the reverse trigger was jammed and blocked, and the housing was damaged in the threading. It was further determined that the device failed pretest for general condition, reverse locking mechanism and air leak. It was noted in the service order that the device was not working properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however it was noted that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The manufacturing site name was documented as depuy synthes products llc (oberdorf) in the initial report. This has been updated to unknown. The device manufacture date was documented as 1/28/12 in the initial report and has been updated to unknown. UDI has been updated accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device manufacture date was documented as unknown in the previous report. It has been updated to 2/8/2013. UDI has been updated accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The manufacturer location was documented as unknown in the previous report. The location has been updated to waldenburg. Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. If additional information should become available, a supplemental medwatch will be submitted accordingly.